Event description:
Customer called lfs in 2002 alleging their ot ultra meter would not turn off. The issue was unresolved with troubleshooting. The meter needs to turn off and turn on so that the customer may start a test. The customer did not experience any symptoms and did not allege any adverse event. Customer reported experiencing inaccurate erratic results with a ot ultra meter. Their blood glucose results were 342 and 251 mg/dl. Tests were done within 10 minutes with a difference of 26%. Pt did not experience any adverse events. No further information has been reported.